Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision with two 500cc mentor smooth round moderate plus profile saline breast implants and suffered bilateral deflation postoperatively. Additionally, the patient reported that her right-sided device had migrated up towards her neck, causing pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.on (B)(6) 2019, mentor became aware that asr report reference number (B)(4) and 3500a manufacturer's reference number 1645337-2018-02528 were duplicated. Any additional event information received will be submitted under this report number.

Manufacturer narrative:
There was an error in the initial report. This report contains supplemental information for mentor asr reference number (B)(4), not (B)(4). Manufacturer's reference number: (B)(4).